Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e cls brevius kinectiv rasp) are marketed in USA, and therefore this report was filed. An e-mail requesting additional information was sent on april 5, 2017 to the appropriate representatives. It was reported that the product will be available for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the coupling part of the curved rasp broke during surgery, this caused a slight delay of 5 minutes.

Manufacturer narrative:
A trend considering the following event is identified: broken connection pin. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event description (event details, per) - event summary: it was reported that the coupling part of the curved rasp broke during surgery, this caused a slight delay of 5 minutes. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the revitan rasp was returned for an investigation. The visual examination of the rasp showed that the connection pin is clearly broken off. The broken off connection pin was not returned for an investigation. The fracture surface resembles a ductile overload fracture. There are some signs from several years of usage. Moreover, there are several deformations of the blades. Measurements: the product drawing for the connection pin was reviewed. The diameter right underneath fracture surface is specified to be ø5.2 ±0.1 mm and was measured to be 5.21 mm using a digital measuring slide. The measured value is therefore within specifications. Review of product documentation - device history record: the DHR was reviewed during the investigation, as a concession was found. Thirty-two rasps were delivered by the supplier within this lot. All of them had a measured total length below the lower limit of the defined tolerance range. This deviation was considered acceptable and is not connected to the reported failure mode of a broken off connection pin. Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance . Not possible => a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient => possible, as it cannot be excluded based on the available information. Gehrig cut is using a higher quality version than required. But we have no information about the raw material that was used by eurocut. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> visual examination showed no signs of corrosion. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the instrument was manufactured in 2002 and might have been on the market for more than 14 years and therefore used excessively. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary the instrument was returned for an investigation. It was manufactured in 2002 and might have been on the market for more than 14 years. Therefore it might have been used excessively. Moreover, there are some deformations of the blades. If these have occurred prior to the breakage of the rasp, they might have caused a higher resistance when removing the rasp from the bone and consequently higher forces were needed. The fracture surface resembles a ductile overload fracture. This device with ref 01.00409.634 lot 02.059989 was manufactured by eurocut. In 2003 gehringcut ag started manufacturing them as well and since 2006 it is the only supplier of this instrument. There are several complaints concerning broken connection pins of rasps manufactured by eurocut. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. It was decided to replace all rasps from the supplier eurocut with new ones from the supplier gehrig cut. A field safety corrective action to recall the rasps will be initiated by the end of november 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA will not be affected from this notification. The need for corrective measures in the us is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
An investigation of the case was started and the interim results have been made available. A trend considering the following event is identified: broken connection pin. According to the identified trend - 2 similar confirmed events for the same lot number - further investigation has been initiated to determine the necessity of possible corrective/preventive actions. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event summary: it was reported that the coupling part of the curved rasp broke during surgery, this caused a slight delay of 5 minutes. No medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the revitan rasp was returned for an investigation. The visual examination of the rasp showed that the connection pin is clearly broken off. The broken off connection pin was not returned for an investigation. The fracture surface resembles a ductile overload fracture. There are some signs from several years of usage. Moreover, there are several deformations of the blades. Based on the outcome of the already performed investigation, further investigation has been initiated to determine the necessity of possible corrective/preventive actions. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on april 13, 2017. The manufacturer received the instrument, investigation is ongoing. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. As soon as the investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).